Manufacturer narrative:
H3: product analysis part no. : 9560524 lot no. : my14f001 the handle screw was stuck to the screw portion at the end of the cable. Therefore, it could not be disassembled, and the cable must be cut for repair. It was observed that the handle screw threads are deformed, and the bearing was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient undergoing spinal ther apy. It was reported that the device had cracks/breakage. There were no patient symptoms reported. There were no further complications reported regarding the event.